Event description:
The customer reported the batteries did not recharge and the battery disconnected. No pt injury was reported.

Manufacturer narrative:
Customer wanted 3rd party to provide parts and install. (B)(4).